Manufacturer narrative:
Device evaluation provided in: device evaluation: the complaint component was returned and analyzed, and the reported allegations of mechanical malfunction and inflation issues were confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams700 pump was visually inspected and functionally tested. No leak was found. When the pump was functionally tested it failed the 8 lb. Activation test. The pump required greater than 8 lbs. Of force to activate. During testing the pump bulb stayed deflated when it was activated. The pump passed all other functional tests. Additional information: d10 device available for evaluation, d10 returned to manufacturer date, device evaluated by manufacturer, h3 device not evaluated by manufacturer code, device return to manufacturer, h6 evaluation method codes.

Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to pump malfunction. The pump is not inflating and remains dimpled. The difficulties with the device began in july. The patient was implanted with a new ipp pump and was stable following the procedure.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer date, device evaluated by manufacturer, device not evaluated by manufacturer code, device return to manufacturer, evaluation method codes.

Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to pump malfunction. The pump is not inflating and remains dimpled. The difficulties with the device began in july. The patient was implanted with a new ipp pump and was stable following the procedure.

Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was replaced due to pump malfunction. The patient was stable following the procedure.

Event description:
It was reported that the pump of the patient's inflatable penile prosthesis (ipp) was explanted due to pump malfunction. The pump is not inflating and remains dimpled. The difficulties with the device began in july. The patient was implanted with a new ipp pump and was stable following the procedure.